Manufacturer narrative:
The customer was sent a replacement pump. In follow up with the customer on (B)(6) 2017, she indicated that she had mastitis twice in (B)(6) which has since resolved. She also indicated that the replacement pump was working without issue. The original device was evaluated and, though the device met all vacuum specifications with a lab kit (the customer did not return her kit), it was noted that the battery cover was damaged. Refer to attached evaluation. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the suction on her freestyle breast pump was low. She reported that she developed mastitis and was prescribed an antibiotic.